Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have repeated clamping failures within a single install based on a log review. The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with the sureform 45 green and black reloads installed. A review of the procedure logs show the manual grip release function was being utilized. The sureform 45 green reload was returned with no reported complaint. The accessory was returned still attached to the sureform 45 stapler instrument. There was no damage found to the reload. The returned reload was fired using the returned instrument and passed the firing test without any issues. The reload' s components were inspected after firing and found not to be damaged.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 45 stapler instrument was installed on universal surgical manipulator (usm) 4 after several fires and unintuitive motion occurred. The surgeon was not able to control the instrument and it would initially not release from the carriage. The usm turned yellow. The customer carefully spun the usm back around but the stapler instrument continued to try and insert itself when the staff attempted to remove it. The customer removed the stapler instrument with force, the staff installed a new stapler instrument into usm 4, and they continued the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs, but could not confirm usm 4 issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after reloading the stapler instrument and reinstalling, it turned around on itself. The stapler instrument was outside of the patient. The csr believed the issue may have either been due to the guided tool change or sterile adapter. The issue was not persistent and only occurred the one time. The surgeon's head was in the console when the issue occurred. The customer swapped to a backup instrument and the issue did not recur.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) followed up with the customer and verified the system. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the stapler instrument logs for both sureform 45 stapler instruments used in the procedure associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: (1)logs show part number#480445-04, lot number# l90211011-0269, was used first, and it was installed on the system 5 times and fired 2 reloads (2 blue). Logs are not available for the first two installs of this instrument, however tool table shows 2 fires of 2 blue reloads. There were no errors in the logs during this time. Logs begin on install 3. On install 3, there was 1 incomplete clamp attempt, stopping at approximately 58% completion. The instrument was unclamped successfully. On installs 4 and 5, there were qty 12 incomplete clamp attempts, ranging from ~49% to ~66% completion. The stapler instrument was successfully unclamped after each incomplete clamp attempt, across the two installs. The last unclamp event was at timestamp: (B)(6) 2023 16:13:33, and was shown as successfully completed per the logs. There were no additional events logged until timestamp, at which point the manual grip release tool was detected on this instrument (error code 22027). The emergency stop button was not used prior to use of the grip release, so error code 26008 was seen in the logs at the same timestamp. This resulted in the instrument being force expired by the system (error code 282). The stapler instrument was then removed before installation of the 2nd stapler instrument, 30 minutes later. (2)next, logs show part number#480445-04, lot number#l90211011-0291, was installed on the system 4x and fired 4 reloads (4 black). On install 1, there were 6 incomplete clamp attempts, ranging from ~57% to ~59% completion. The 7th clamp attempt was successful, and the firing was completed with no pauses for compression. Between installs 1 and 2, the logs show qty 1 error code 282, indicating that the sensors of the instrument on usm4 could not be detected. The instrument was successfully recognized upon the next (physical) install. On installs 2-4, all clamp attempts were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional errors in the logs pertaining to the use of these staplers.